Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ssc advanced display driver (sadd) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The sadd was installed onto a golden system where the component functioned as expected. Ten power cycles were conducted, after which the sadd board was left to idle in the golden system for 5 hours without any issues. Based on these findings, failure analysis concluded that no root cause could be identified for the reported events.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the staff encountered a data communication error on surgeon side console (ssc)2. The surgeon was unable to log in or proceed through the ssc, and as a result, was using the backup ssc. The reporter verified that the ssc fiber cables were fully seated. On-site logs reflected errors pointing to the ssc advanced display driver (sadd) board. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While the failure was not replicated during field evaluation or in-house testing of the returned unit, the errors observed in the system logs indicate a communication issue within the ssc pointing to the sadd board. This issue may be resolved by fse service of the system to replace the sadd board.